Manufacturer narrative:
Model number/catalog number: 72404132 serial number: n/a batch/lot number: 1100910967 model/catalog description: belt cuff fgs 5.0 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100913426 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced erosion as the pump migrated cephalad in the scrotum and was unable to be used. A surgical procedure was performed during which the pump was explanted, replaced, repositioned, and connected to the original pressure regulating balloon (prb) and cuff components. No additional information was provided.